Event description:
It was reported that the patient presented for follow up in clinic with confirmed right ventricular lead dislodgement via chest x-ray. The lead was explanted and replaced. The patient was discharged. Further information was requested but not received.